Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported the powermax elite mdu hand control got warm. A back up device was utilized to complete the procedure. No patient injury or complications were reported.